Event description:
It was reported that during the ablation procedure, the rf generator was showing high temperatures and a message was received indicating calibration required, contact servicing. An alternative rf generator was then used to complete the procedure. The rf generator has been replaced by a loan unit and the original was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.